Manufacturer narrative:
The investigation is still ongoing for this event. When the investigation is completed a follow-up will sent to the FDA.

Event description:
It was been reported to philips that during a procedure the customer received a collimator spectral filter error. Additionally, a high patient dose of 2gy was reported. The procedure was completed successfully. No harm to the patient has been reported to philips. Philips has started an investigation for this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips has confirmed that the procedure was completed successfully and no harm occurred to the patient. Philips performed a good faith effort and no conclusive information on the patient dose was received from the customer. Based on the log file analysis, at the time of the incident, a collimator malfunctioned was confirmed. The collimator was replaced after which the system was returned to use in good working order. Based on trending analysis there is no negative trend replacement rate for the collimator. As per the system design, when a spectral filter warning error occurs the user would be able to generate images guided by the error messages. This allows the user to terminate or continue the procedure in a controlled manner. Philips was not able to determine the actual dose received by the patient, as the dose report was not available. The worst case dose of 2000mgy is assumed in this case, in the absence of the actual dose information. Based on trending analysis there is no negative trend in similar complaints. Based on the investigation results, philips has concluded that incident was caused due to a faulty collimator. No structural defect was identified. Correction : patient code changed from c76143 to c50675 submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.